Event description:
It was reported that the patient was seen for reprogramming because they were no longer receiving therapeutic stimulation to their low back. They also had undesired stimulation. Using the top of the leads, they only received coverage from the upper thighs down to their feet bilaterally; reprogramming only helped for their legs but not for the low back. The patient remembers their stimulation coverage changed after they had started physical therapy at six weeks post-op. After reprogramming was done, an x-ray that was performed that showed no change in lead position. Impedance testing was also performed. In addition, it was noted that the patient had pain at both incision sites; the pocket and mid-back. They had approval/precertification for a pocket revision, the date was not known. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that the patient had a revision surgery on (B)(6) 2015. The implantable neurostimulator (ins) was moved because it was causing discomfort at the ins site. It was reported that there was no need to troubleshoot.